Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No root cause could be determined because the complaint couldn't be confirmed.

Event description:
It was reported that needle breaks occurred with a pn 31g 5mm 5b xtw 105bx de. The following information was provided by the initial reporter, "needle broke off and remained in the patient's body. No operation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle breaks occurred with a pn 31g 5mm 5b xtw 105bx de. The following information was provided by the initial reporter, "needle broke off and remained in the patient's body. No operation."